Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer mentioned that one of the arm brackets were broken the pivot link.